Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo set experienced a simultaneous flow. This malfunction occurred during infusion when the user attempted to piggy back medication. The facility clamped the primary set in order to avoid simultaneous flow. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available. This medical device report is report 1 of 2.

Manufacturer narrative:
(B)(4). Lot number r13h13019 was manufactured on august 13, 2013 - august 14, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The 2c8541 primary set was removed from the returned pouch and spiked into an in-house 1000ml solution bag containing distilled water and was reprimed. An in-house 25 gauge needle was attached to the 2c8541 male luer to simulate use. The secondary set was then attached to the primary first y site and then the second/lower y site. The setup was checked for flow. Both samples primed and flowed normally with no simultaneous or back flow noted. No other obvious defects were found. If additional relevant information is obtained, then a follow-up MDR will be submitted.